Manufacturer narrative:
B5 updated.

Event description:
Additional information has been reported. The replacement 5.5 worked well, and the patient was stable. No more data is available due to hospital restrictions, and data collection is not allowed.

Manufacturer narrative:
Purge leak - pump: pump sn (B)(6) and purge cassette were returned for investigation. No physical damage was observed on the returned product. The pump was then successfully primed without issues and tested for around 1 hour, during which no leak was observed. The side arm protection case was opened, and no damage was noted inside. To recreate the leak, the pump side arm exit was blocked with a clamp; however, no leak was observed on the returned product. All purge parameters were within specifications during testing. Data logs were not provided or could not be retrieved from the remote server. No defect was found on the returned product. The cause of the purge leak-pump issue was not determined due to insufficient clinical information provided. The pump sn601923 passed all post sterile inspection checks.

Manufacturer narrative:
Section a: patient information is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The EU complainant reported that a fluid leak was seen from the purge filter of an implanted impella 5.5 pump during patient support. Despite the leak, the purge values remained within a normal range. The decision was made to replace the pump due to the noted leak. There was no patient injury.